Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was showing localizer disconnected message in the application. Additionally a manufacturer representative (rep) was unable to boot the system down from the software. There was no patient involvement. Troubleshooting was performed. The component statuses were checked in self test and all components showed disconnected and there was not a mac address listed. The router connections were checked and everything was properly seated. Reseating did not resolve the issue. The network isolator and wifi endpoint were unplugged to check for shorts and it did not change the behavior. The network router was also reset without resolution. Additional information was received. It was reported that after replacing the router, the issue persisted. Both monitors showed no input detected and network connection lost when attempting to shut down from the software. The rep was able to complete a hard shut down. The wiring from the router to the endpoint were confirmed. The camera had a green light only and the laser was functional. The router was confirmed to be receiving power as well. The ethernet cable from the router to the computer was seated in the inactive port on the computer. When switched into the active ethernet port on the computer, the issue resolved.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736401 h3: a medtronic representative went to the site to test the equipment. Testing revealed that there was a software failure. The router was replaced. The navigation system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.